Event description:
It was reported that the customer was unable to connect the sensor to the insulin pump. The customer's blood glucose was 40 mg/dl. The customer had inserted the sensor and, within 15 minutes, received a lost signal alarm according to the customer. The customer could not calibrate. The customer stated that the transmitter was flashing. The customer stated that she could not use the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.